Event description:
The surgery center reported that a phacoemulsification machine¿s mayo tray would not adjust. During the field service visit, the amo field service specialist (fss) found the machine had generated 2011/2012 errors during start up when reviewing the error logs.

Manufacturer narrative:
Common device name: on the initial report only phacofragmentation was entered. The complete common device name is phacofragmentation unit. It has been corrected in this submission. (B)(4): a record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss reset the mayo tray cable in actuator hook to resolve the mayo issues. Upon reviewing the error logs on the unit, the fss found 2011/2012 errors during boot up. The fss was not able to duplicate the errors during testing of the equipment. As a proactive measure, the fss replaced the network adapter, instrument manager disk on chip, touchscreen and the ethernet cable assembly. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.